Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) coronary artery with severe stenosis. On removal of a balance middle weight universal ii guide wire, resistance was met with the stented proximal segment of the mid lad. The guide wire uncoiled (unraveled) and the tip separated. The patient was commenced on IV heparin and transferred to a different hospital where a snare device was used to remove the separated tip. The final patient outcome was not reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection were performed on the returned guide wire. The reported detachment of the guide wire and stretched coils were confirmed. The reported difficulty to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire became bent or kinked. During retraction, the damaged guide wire encountered resistance with the previously implanted stent. Additional manipulation against resistant likely resulted on the stretched coils and ultimately the guide wire separation. The noted teflon damage was likely caused during removal from the torque device used in the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling.